Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding an allegation that her onetouch ultralink meter would not turn on despite having replaced the batteries. The patient clarified the following information. The week prior to the patient's (B) (6) 2009 call to customer service, the patient began sweating. Assuming she was low, the patient attempted to test unsuccessfully when the meter would not turn on. The patient drank orange juice to relieve the symptoms and required no medical intervention or IV glucose as initially documented by the customer care advocate, cca. The ER visit that the patient mentioned to the cca was due to swollen ankles, and required no treatment for diabetes. The patient currently is receiving chemotherapy for stage iii lymphoma. The patient does not use her insulin pump now. Rather she injects humulin nph (40 units) and 26 units humalog before meals as well as on a sliding scale. The patient stopped taking both insulins when unable to test. The cca shipped another meter and strips, and this specialist arranged to have the patient's son pick up another meter system kit from a local pharmacy on (B) (6) 2009, due to a delay in shipment of the previous order. Because the patient's symptom started before the alleged power issue began, there is no indication the product contributed to serious injury. Since the issue was not resolved, the complaint is reported.